Event description:
Complainant alleged that during routine testing, the device displayed a "bridge test failed" message when attempting to charge. There was no pt involvement during the reported malfunction.